Event description:
At 8:35pm the customer received a blood glucose reading of 50mg/dl on the contour next link. She felt hypoglycemic and drank two glasses of orange juice, retested at 8:50pm and the reading was 42mg/dl. She drank two more glasses of juice, retested at 8:58pm and the reading was 50mg/dl. At 9:57 her reading was 26mg/dl. The next morning her blood results were higher. The customer returned the test strips for evaluation. New strips were sent to her.